Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. Upon receipt at our post market quality assurance laboratory, visual inspection revealed helix deformation, dried blood/body fluid in the helix housing and tissue entwined in the helix. This type of damage is consistent with repeated stress over time. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. The reported placement difficulty is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during the implant procedure, this right atrial lead was attempted to be implanted due to helix extension/retraction issues and tissue getting stuck in the helix housing, therefore experiencing placement difficulty. Another lead was implanted instead. The lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, this right atrial lead was attempted to be implanted due to helix extension/retraction issues and tissue getting stuck in the helix housing, therefore experiencing placement difficulty. Another lead was implanted instead. No further adverse patient effects were reported.